Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified a fiber body break at approximately 52cm distal to the connector. There was also damage to the outer flow tube. The reported allegation was confirmed. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. It is likely that the fiber was damaged while it was being removed from the packaging, or while it was being inserted into the scope. Review of fiber card data indicated that the fiber was not expired, was recognized by the console, and was briefly fired. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not excessively manipulate or bend the fiber. Do not bend the fiber where it connects to the laser console. The laser fiber and cap assembly have an outer diameter of <2.3 mm. The laser fiber is designed to be compatible with cystoscopes which have a minimum working channel of 7.5 fr.

Event description:
It was reported that the fiber was broken and flashed before use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber was broken and flashed before use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.